Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous troponin (accu tni) results generated by the access 2 instrument. The customer obtained several erroneous accu tni results, above the ami cut-off. The results were not reported out of the lab. The samples were re-tested on a different instrument in the customer's lab and repeated results were in the normal range, and were reported out of the lab. Pt treatment was not affected in connection with this event.

Manufacturer narrative:
The samples were collected in greiner lithium heparin plasma, 7ml tubes and were centrifuged at 3,500 rpm for 10 minutes. Bci requested qc, system check and pt results data, but customer has not provided to date. Customer did not report any error flags associated with this event. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing, which failed. The fse checked mixer and incubator belts and no problems were noted. The fse conducted volume checks which passed. The fse cleaned wash wheel which was very dirty. The fse replaced one mixer puller and all dispense and aspirate probes. The fse found wash carousel very dirty and stated that the erroneous results were likely due to this issue. A mixer motor pulley was replaced. All system verification testing passed. Based on an update, "mixer motor/assembly failures can cause incomplete mixing or can cause splashing. There can be splashing into the wash carousel if there are many starts and stops when mixing. A dirty wash carousel can create a "bumpy ride", leading to splashing in the rv's too. There can be incomplete mixing/suspension of particles with a low mixing speed". Hardware issues may have contributed to this event. A malfunction will be assumed for the purpose of this report. (B)(4).